Event description:
The customer reported that the system would cut out while working and then they could not turn it back on again. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board was replaced. The system was then found to be operating as intended.